Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services states that this lead had diaphragm stimulation on the day of implant causing hiccups and palpitations. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).